Manufacturer narrative:
(B)(4). Final analysis found a partial lead was returned in three pieces. External abrasion exposing the outer coil was noted at 15.1 cm to 16.4 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise problem.

Event description:
It was reported that the right ventricular lead exhibited oversensing; observed on the high ventricular rate episodes. All other electrical measurements were stable and in range. The lead was explanted and replaced. The patient's condition was stable during and post procedure with no reported symptoms.